Event description:
The customer reported that the system was unable to perform fluoroscopy. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface circuit board and backplane were replaced, and some pinched wiring was corrected. The system was then found to be operating as intended.